Event description:
The customer reported that the insulin pump received a battery out limit alarm and had a scratched lcd screen. The customer's blood glucose was 193 mg/dl and decreased to 187 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump power up properly after the battery installation. The device was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies or unexpected battery out limit alarms were noted. No damage on the lcd isolation tape noted. The unit was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.